Event description:
During an in-clinic follow-up, loss of capture, automatic mode switch (ams) and far field p-wave over-sensing which resulted in inappropriate anti-tachycardia pacing (atp) were observed on the right ventricular (rv) lead. The cause of the event was due to dislodgement which was visually confirmed. The rv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.